Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The candle sticks were cleaned and greased. The system was tested and found to be working as intended and put back into service.

Event description:
The fse noted kv on in error messages in system log. This error causes the system to shut down. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.